Manufacturer narrative:
Event was reported to have occurred on an unreported date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately three to four peritoneal dialysis (pd) patients experienced peritonitis. The cause and treatment were not reported. It was not reported if the patients were hospitalized for the event. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information is available.